Event description:
The customer called to report a motor error alarm during the bolus delivery. Troubleshooting was performed, and the insulin pump passed the displacement and self test. However, the customer called back days later to report that the insulin pump continues to alarm motor error. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. The insulin pump had a missing end cap sticker.